Manufacturer narrative:
The device was returned to olympus for inspection. Based on investigation results and past investigation, reasonable information suggests presumed causes such as parts damage or deterioration caused by some form of stress. The most likely cause of this complaint is considered not to be a design or manufacturing issue but a predictable or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a distorted image due to damage to the charged coupled device. There was no patient involvement.